Manufacturer narrative:
Investigation summary: an mz1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 22016270. From the information provided by the customer it appears that the customer experienced disconnection of an unknown 10ml syringe from the maxzero; no further details of the make and model of the syringe were available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22016270 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced component separation. The following information was provided by the initial reporter: when using a 10ml syringe to push physiological saline, it is connected to the infusion connector, but it cannot be tightly connected and is ejected.